Event description:
During product service by a service technician, a flo-gard infusion pump was found to have a broken door. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, battery testing, and a review of the alarm log were performed. Visual inspection revealed that the device had broken door. The cause of the condition was undetermined. To correct the condition, the pump door was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.